Event description:
Customer stated that during a case, there was a leakage of oil from the device handpiece. There was a short delay, as a backup equipment was used to complete the procedure. No adverse consequences were alleged with this event.

Manufacturer narrative:
This product is not available to stryker for investigation. Hence the product investigation could be not be completed. Based on previous investigations related to this type of complaint, the most probable cause for this complaint is discharge of oil from the connector end of the drill during sterilization/excessive accumulation of oil in the hose assembly of the drill.